Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's clinical data was. Review of the provided clinical data file determined that the ECG rhythm does match the criteria the algorithm has for shockable rhythms. Two of the 3 segments used in the algorithm were deemed shockable due to the detected low number of peaks and low normalized amplitude that matched the definition of vf. Low signal amplitude can make peak detection difficult for the algorithm. The electronic file has been added to zoll's ECG library. It was concluded by review of the device log that the device worked within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) in the cardiac unit with an internal pacemaker, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.